Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported the tip of the driver broke off during a case. The tip was retrieved and discarded at the hospital. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
Corrected information: h3. Yes. Investigation findings: 3243. Investigation conclusions: 61. H10. The screwdriver returned for evaluation. The tip of the driver was retrieved from the patient and discarded. The failure appears to be the result of improper loading before torque delivery through the driver tip. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.